Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. The 2.0 x 15 mm maverick 2 monorail catheter was advanced to the lesion with some difficulty. The balloon ruptured at 10 atm's on the second inflation, the duration of the inflation is unknown. The atm's and duration of the first inflation is unknown. The procedure was completed with a non-bsc device. No patient injury or complications were reported. The patient's condition was reported as "good".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.